Event description:
It was reported that during a laparoscopic cholecystectomy procedure the tip of the unit broke inside the pt. It was further reported that the surgeon removed the broken pieces from the abdominal cavity and confirmed that there were no pieces left inside the pt. Further, the unit was removed from the surgical field.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.